Manufacturer narrative:
Findings: pump received with no button response at down arrow button due to unlocked j2 connector on lcd board. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had a damage on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the cracks near battery compartment. The insulin pump will be returned for analysis.